Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was uploaded by the microcatheter and when positioning it, a push and pull deployment was performed and it was evident that the middle and proximal part of the device did not open. The device was recaptured and the device still did not open. An attempt was made to open in another portion and it did not open. The device was removed and replaced. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The pipeline was not used off-label and was prepared as indicated in the IFU. There were no patient symptoms or complications associated with the event. No surgical intervention was necessary and the event did not lead to hospitalization. A dapt (dual antiplatelet treatment) was administered one week before procedure. The angiographic result post procedure showed successful, well implanted device. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm with a max diameter of 10mm and a 8mm neck diameter. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include: destination guide catheter, phenom 27 microcatheter, avigo guidewire, and navien 058.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pipeline was well positioned in a straight portion of the artery when it failed to open. Additional steps taken to try to open the pipeline included resheathing with the microcatheter, the distal support system was raised, the systems were rearranged internally, and the microcatheter was centralized in the artery.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-81805), 203cm ruler (m-83360). ¿ as found condition: the pipeline flex embolization device was returned for analysis within a shipping box, within primary and secondary plastic bio-pouches, within a tyvek bio-pouch, within an opened pipeline flex outer carton (b241761), within a pouch, and within a dispenser coil. ¿ visual inspection/damage location details: the pipeline flex embolization device was returned within its introducer sheath. The pi peline flex embolization device was removed from within the introducer sheath without issue. The pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. The pusher resheathing pad, sleeves, and tip coil were found in good condition. The pipeline flex braid was not returned with the pusher. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open¿ report could not be confirmed. The pipeline flex braid was not returned; therefore, an analysis could not be performed and any contributing factors could not be assessed. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. However, the cause could not be determined. Regarding the damage found with the pusher (stretching) it appears force was used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.